Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the customer had already corrected the issue. The fse confirmed that there was previously an overflow on the instrument's daughter tank. The customer reported that there was a build-up of crystallized detergent on the float slide that prevented the float from moving freely. The float was not able to detect detergent volume in the daughter tank, thus it did not signal to the instrument to turn the pump off, resulting in an overflow. The fse confirmed that the instrument was operating per manufacturer's specifications. There were no further reports of leaks. (B)(4).

Event description:
The customer reported an overflow of detergent from the detergent tank of an au5800 clinical chemistry analyzer. The operator was wearing proper personal protective equipment. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated as a result of the leak.